Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead could not be connected into the device header as the lead's connector pin was bent. The lead was not used, and a new one was implanted successfully. The patient was stable.

Manufacturer narrative:
Correction for manufacturer report number 2017865-2026-03987 follow-up number 1: section g3, date received by manufacturer should have been (B)(6) 2026 rather than (B)(6) 2026.

Manufacturer narrative:
The reported event of a bent pin that would not fit into the header of the device was confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination found the connector pin bent at the connector region of the lead. The cause of the bent connector pin is consistent with procedural damage.